Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window, cracked reservoir tube, cracked battery tube threads, minor scratches on the display window, a broken reservoir tube lip and a missing reservoir tube lip o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 578 mg/dl. Customer treated with a manual injection of 10u and stated that after rewinding and priming the pump, she got another no delivery and motor error alarm. Customer stated that there was a missing piece from the reservoir compartment. Customer stated that she also had a no delivery alarm and 2-3 days ago, the black o-ring fell out. Customer reported that the reservoir is loose and that she was unable to troubleshoot for the no delivery alarm at the time of the call. Insulin pump will need to be replaced. No additional information provided.